Manufacturer narrative:
Device is combination product. If implanted, give date: 2010. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, thrombosis occurred. The patient presented due to a non-st elevation myocardial infarction (nstemi) and had a 2.5x32mm taxus liberte stent implanted in the mid left anterior descending coronary artery (lad). (B)(6) 2010: the patient experienced an st elevation myocardial infarction (stemi). It was reported at that time that the patient had not taken any of the prescribed medications including aspirin and plavix. Cardiac catheterization revealed the previously placed stent in the lad was completely occluded with thrombus. This was treated with thrombectomy followed by multiple balloon dilations with a 3.0x20 nc quantum apex balloon and a 3.0x30mm apex balloon. A 3.0x18mm non-bsc stent was then implanted just proximal to the previously placed stent resulting in good angiographic results.